Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that when the device was latched and the jaws were closed, it was very difficult to activate the blade lever. Based on the condition of the returned unit, it is likely that the reported event was caused by the surgeon not following the IFU with the blade channel covered in extreme eschar. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction performed on section d7a, updated to "no".

Event description:
Procedure performed: myomectomy. Event description: upon initial intra-operative use, the surgeon noted abnormal resistance in the jaw closure mechanism of the subject maryland fusion device. The device was used with caution despite this initial impairment. During the third activation cycle, the blade advance mechanism seized completely, preventing blade deployment. The jaws were forcibly opened manually, allowing for one additional use before the intermittent seizing reoccurred. The device was replaced with a new unit to complete the procedure without further incident. There is no impact to patient. Additional information provided on 15sep2025: it is not known what was causing the jaws to lock closed. The device exhibited signs of sticking/resistance from the very beginning of its first use. The user did not observe audible noise or visual damage to the device prior to the incident. The user did not observe any audible noise or visual damage to the device prior to the incident. Initially, the jaws were responsive but operated with increased resistance, described as feeling unusually tight and exhibiting signs of sticking. After several activations, the device became completely unresponsive. The blade lever was able to spring back into position/return to position automatically initially. However, after several activations, the blade lever failed to return to its position automatically (failed to spring back). Yes, the jaws were locked onto the tissue. The device was removed with forced manipulation, which resulted in significant tissue damage and profuse bleeding. The issue was observed consistently. The user perceived initial sticking/resistance during the very first use. The device malfunctioned (became completely stuck) after a few activations. The device became inoperable after an estimated 3 to 5 activations. According to the sales representative, the initial use during dissection involved tissue that could not be clearly defined/identified. The patient did not exhibit any vascular pathology and the device was not activated on diseased or inflamed tissue (calcified, scar tissue, atherosclerotic, fibrotic, etc.). Patient status: fine. Intervention: user replace with a new eb215 to complete this surgery.

Event description:
Procedure performed: myomectomy event description: upon initial intra-operative use, the surgeon noted abnormal resistance in the jaw closure mechanism of the subject maryland fusion device. The device was used with caution despite this initial impairment. During the third activation cycle, the blade advance mechanism seized completely, preventing blade deployment. The jaws were forcibly opened manually, allowing for one additional use before the intermittent seizing reoccurred. The device was replaced with a new unit to complete the procedure without further incident. There is no impact to patient. Additional information provided on 15sep2025: it is not known what was causing the jaws to lock closed. The device exhibited signs of sticking/resistance from the very beginning of its first use. The user did not observe audible noise or visual damage to the device prior to the incident. The user did not observe any audible noise or visual damage to the device prior to the incident. Initially, the jaws were responsive but operated with increased resistance, described as feeling unusually tight and exhibiting signs of sticking. After several activations, the device became completely unresponsive. The blade lever was able to spring back into position/return to position automatically initially. However, after several activations, the blade lever failed to return to its position automatically (failed to spring back). Yes, the jaws were locked onto the tissue. The device was removed with forced manipulation, which resulted in significant tissue damage and profuse bleeding. The issue was observed consistently. The user perceived initial sticking/resistance during the very first use. The device malfunctioned (became completely stuck) after a few activations. The device became inoperable after an estimated 3 to 5 activations. According to the sales representative, the initial use during dissection involved tissue that could not be clearly defined/identified. The patient did not exhibit any vascular pathology and the device was not activated on diseased or inflamed tissue (calcified, scar tissue, atherosclerotic, fibrotic, etc.). Patient status: fine intervention: user replace with a new eb215 to complete this surgery.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.